Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient experienced discomfort due to a superficial ins. The patient works on power lines and lost weight; the ins was replaced. The positioning of their new ins is situated deeper under the skin and higher from their past position. The new ins is right on the patient's work belt line and was positioned there based on their weight loss. The device was discarded and the issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.